Event description:
This pump was the issue in a f.d.a. Med watch report #1011307, which indicated the gauge needle was on the wrong side of the post. This problem is caused by dropping of banging the pump. As indicated by the serial number on this pump, pump has been in hosp's possession for some time, and co believes the pre-use test was omitted or this problem would have been caught. Co is having the rep send the instruction info to hosp.